Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that multiple patients underwent cataract surgery and four of them had severe edema and one of them is suspected of toxic anterior segment syndrome (tass ) after the surgery. This report is for the one patient suspected of tass. Additional patient has been requested but none has been received.